Event description:
It was reported that the capture threshold had increased since implant and the patient reported chest discomfort. Physician suspected perforation and pericardial effusion. The lead was repositioned successfully and the symptoms were resolved. The patient was discharged and will be followed normally.